Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "we used 3 each arrow 5f bwp catheters on a patient today because two ofthem drew back air when the dr tried to pull back blood; one appears to have a hole in it and the other a crack---on the hubs? There was no difficulty connecting it to the catheter nor disconnecting it from the catheter". No patient injury or consequence reported. The patient's current condition is "unknown". Please see associated MDR #: 3010532612-2025-00720, 3010532612-2025-00736.

Manufacturer narrative:
(B)(4) upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 08/08/2025 should be retracted.

Event description:
It was reported "we used 3 each arrow 5f bwp catheters on a patient today because two ofthem drew back air when the dr tried to pull back blood; one appears to have a hole in it and the other a crack---on the hubs? There was no difficulty connecting it to the catheter nor disconnecting it from the catheter". No patient injury or consequence reported. The patient's current condition is "unknown". Please see associated MDR #: 3010532612-2025-00720 ,3010532612-2025-00736, 3010532612-2025-00735.